Event description:
It was reported that during a photoselective vaporizaiton of the prostate procedure, the fiber began forward firing after 5,000 joules of use. It was noted that there were no stones present in the prostate. The fiber tip remained intact. The fiber was replaced, and the second fiber was used to complete the procedure without any patient complications.